Event description:
The pt / lay user contacted lifescan alleging that his induo meter had been displaying low readings and the meter was damaged. The pt mentioned that he received a 180-200 mg/dl and experienced slurred speech at the time of testing. The pt took insulin after attempting to use the meter and then tested on the physician's meter within 10 mins and received a 464 mg/dl. Physician treated the pt with insulin. The pt also mentioned that the display was cracked. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The pt did not have control solution to check the test strips. Customer care agent (cca) sent the pt a replacement meter. No further info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident and info on how the displayed cracked. Alghough there is insufficient info to suggest that the products meets the criteria for a meter malfunction, this complaint is being reported as an adverse event. The user experienced symptoms of hyperglycemia which were not consistent with the induo meter reading. The pt's symptoms matched the treatment and reading on the physician's meter.